Manufacturer narrative:
F/u report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The super arrow-flex sheath was inserted via the femoral artery. The md began to insert the iab through the sheath. The tip of the iab passed the sheath opening and then stopped moving forward. The md could not remove, nor could he advance the iab into the artery. The iab and the sheath were removed as one unit. The md requested another iab. Reference MDR # 1219856-2009-00346 for the second event involving same pt.